Manufacturer narrative:
Eight samples model 20127e, lot 24099256 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with a glycerin mixture and a short infusion was performed. No observation of occlusion. The customer complaint was unable to be replicated. Based on the description of events, the filters were working as intended and only occluded after the filter blocked as many large globules larger than 1.2 micron as it could. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the following: it was reported by the customer that the filter is getting occluded 90% at the tail end of administering medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.